Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that there was a low blood glucose of 38 mg/dl. The customer was in the hospital since (B)(6) 2015 due to a non diabetes related issue. The customer treated with food and the blood glucose was brought up to 464 mg/dl. The customer had been experiencing low blood glucose for 2 - 3 days. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as the status screen. The insulin pump had not been exposed to a strong magnetic field. The insulin pump did not vibrate during the self test. The insulin pump be replaced and returned for analysis.

Manufacturer narrative:
The pump failed the displacement test, and gave a motor error alarm during the rewind process due to an out of phase motor encoder signal. Unable to perform all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the motor error alarm and failed displacement test. The pump also had a cracked reservoir tube lip and minor scratches on the lcd window.